Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope grip had dirt, the universal cord had dirt, dirt on light guide cover glass, dirt on scope cover, dirt on right/left knob, dirt on up/down knob, dirt on scope connector, and dirt on switch 1. There was no patient involvement.